Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field indicated that likely the stabilizing wires may have contributed the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet was successfully implanted. On (B)(6) 2023, the patient presented to the emergency room with cardiac tamponade symptoms. Echocardiogram showed large effusion circumferential to the heart and urgent pericardiocentesis was performed. Anti-thrombotic regimen post procedure was dual antiplatelet therapy (dapt). The patient was reported to be in stable condition.